Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure in 2010 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around in or around (B)(6) 2015. Follow up 16-jun-2016: quality-safety evaluation of ptc ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2015 underwent pelvic surgery and hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 patient required surgical intervention to address her complications. At that time patient underwent a pelvic surgery to try and alleviate the symptoms. Then she had a undergo additional surgery on (B)(6) 2015 related to essure device. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-sep-2017: lawyers added. Event "severe cramping, chronic pelvic pain, abdominal pain, heavy and irregular bleeding" added. Reporter added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain/ severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2015 underwent pelvic surgery and hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2015 patient required surgical intervention to address her complications. At that time patient underwent a pelvic surgery to try and alleviate the symptoms. Then she had a undergo additional surgery on (B)(6) 2015 related to essure device. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-oct-2017: followup from summons: event vaginal pain added and event pelvic pain, abdominal pain severe cramping, heavy abnormal bleeding was clubbed with previously reported events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain/ severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6)-2015 underwent pelvic surgery and hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6)-2015 patient required surgical intervention to address her complications. At that time patient underwent a pelvic surgery to try and alleviate the symptoms.then she had a undergo aditional surgery on (B)(6)-2015 related to essure device.. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-jan-2017: case (B)(4) was found to be a duplicate of this case and will be deleted from bayer database. All information was transferred - reporters, source documents and reference numbers. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrium or body cavity"), pelvic pain ("chronic pelvic pain/ pelvic pain/pain") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding") in an adult female patient who had essure (batch no. 689941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, migraine, anemia, hemorrhoids, sinus disorder nos, dehydration and meningitis. Concurrent conditions included sulfonamide allergy, asthma, urinary tract infection, smoker, depression, eye swelling and uterine fibroids. Family history included diabetes (father), hypertension (father), heart disease, unspecified (father) and cancer (mother). Concomitant products included bupropion since (B)(6) 2015, medroxyprogesterone (depo provera), mefenamic acid (ponstel) from (B)(6) 2014 to (B)(6) 2015, oral contraceptive nos, tranexamic acid (lysteda) since (B)(6) 2015 and venlafaxine until (B)(6) 2015. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), abdominal pain lower ("severe cramping / lower quadrant pain/ severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic total hysterectomy with partial salpingectomy bilaterally and cystoscopy) and surgery (diagnostic hysteroscopy and hysteroscopic hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 patient required surgical intervention to address her complications. At that time patient underwent a pelvic surgery to try and alleviate the symptoms.then she had a undergo aditional surgery on (B)(6) 2015 related to essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, fatigue, weight increased, device expulsion were added. Patient demographic information, other relevant history added. Product stop date updated from (B)(6) 2015 to (B)(6) 2016 and essure batch number added. Previously reported event" genital haemorrhage " updated to intervention required( for endometrial ablation) and updated from other event to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrium or body cavity"), pelvic pain ("chronic pelvic pain/ pelvic pain/pain") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding") in an adult female patient who had essure (batch no. 689941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, migraine, anemia, hemorrhoids, sinus disorder nos, dehydration and meningitis. Concurrent conditions included sulfonamide allergy, asthma, urinary tract infection, smoker, depression, eye swelling and uterine fibroids. Family history included diabetes (father), hypertension (father), heart disease, unspecified (father) and cancer (mother). Concomitant products included bupropion since (B)(6) 2015, medroxyprogesterone (depo provera), mefenamic acid (ponstel) from (B)(6) 2014 to (B)(6) 2015, oral contraceptive nos, tranexamic acid (lysteda) since (B)(6) 2015 and venlafaxine until (B)(6) 2015. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), abdominal pain lower ("severe cramping / lower quadrant pain/ severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic total hysterectomy with partial salpingectomy bilaterally and cystoscopy), surgery (laparoscopic total hysterectomy with partial salpingectomy bilaterally and cystoscopy) and surgery (diagnostic hysteroscopy and hysteroscopic hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 patient required surgical intervention to address her complications. At that time patient underwent a pelvic surgery to try and alleviate the symptoms. Then she had a undergo additional surgery on (B)(6) 2015 related to essure device.. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.